Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message from his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer was experiencing ¿severe malaise, was hypo and subsequently lost consciousness. Customer¿s brother administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving an error message from his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer was experiencing ¿severe malaise, was hypo and subsequently lost consciousness. Customer¿s brother administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.